Event description:
It was reported that during a whipple procedure, the msm20 and mcl20 clips were cutting through the vessels. There was bleeding, however, the amount of blood loss is unknown. The patient received a blood transfusion, however, the number of units is unknown. Another clip applier and suture were used to complete the procedure.

Manufacturer narrative:
Tracking number: (B)(6) date sent: 07/08/2011; device not available for evaluation;device not received.additional information was requested and the following was obtained:which firing of the device did this event occur on? Asku what vessel or structure was the device fired on at the time of the event? Asku was the clip fully advanced into the jaws prior to firing? Asku was there any torque or twisting of the device present at the time of firing? Askuwas any unexpected resistance felt while firing the trigger? Asku were any unexpected noises heard? No did anything unexpected happen prior to this incident? No was the device fired after this incident in or out of the patient? Yesadditional information was provided by the surgeon: the mcl20 clips were scissoring while being fired across the portal vein causing the clips to cut through the structure. The patient received 1 unit of blood intra-operatively as a result of this incident. The msm20 clips were also scissoring, but not the cause of the transfusion. The surgeon used weck clips to complete the procedure and the bleeding was controlled. Four days post-op the patient presented with bleeding and was taken back to the operating room. The surgeon was unable to identify if the bleeding was a result of the initial challenges with the mcl20 clips. The patient is a young, healthy, african american woman, and is currently still in ICU. A supplemental medwatch will be sent with an updated patient's status. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Three additional meesages were left with the surgeon's office by ees medical director. In addition, an email was sent to the email address provided by the office manager. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.